Event description:
The user facility reported via medwatch report mw5109849 that during a patient procedure the exacto snare was being utilized to cut a polyp. While using the device, the handle broke and the snare stopped working. No injury was reported.

Manufacturer narrative:
The patient was transferred to another facility subsequently causing a procedure delay. The patient was transferred as the initial facility did not have a back-up device to complete the procedure. The device subject of the reported event is being sent back to steris quality for evaluation. Steris offered in-service training on the proper use and operation of the exacto snare and user facility personnel accepted. A date is in the process of being scheduled. The instructions for use packet (IFU 732260) states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record (DHR) was received for the lot subject of the reported event and no issues were noted. A complaint review determines this to be an isolated event for the lot subject of the reported event. A follow-up MDR will be submitted when additional information becomes available. No additional issues have been reported.

Manufacturer narrative:
The exacto cold snare subject of the reported event was returned for evaluation. Evaluation results found that the snap cap detached from the finger ring within the handle assembly. The handle shaft was observed to be slightly bowed inward which can be indicative of force being used when retracting the snare. Steris is scheduled to perform in-service training with the user facility on the proper use and operation of the exacto cold snare on (B)(6) 2022. No additional issues have been reported.